Manufacturer narrative:
E1:(B)(6). The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue of the insulation at the tip of the forceps being damaged was confirmed. The device evaluation found; there were spark marks on the tip of the forceps. The cause of the issue was due to another device coming into contact with the part of the forceps that had spark marks during use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the jaws insert "hicura", 5 x 330, maryland, bipolar had the insulation at the tip of the forceps damaged. The issue was found during an unknown therapeutic procedure. There were no reports of patient harm. Evidence of sparking was found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The present failure mode likely occurred due to improper handling. Severe high frequency (hf) arcing was caused by unintentional contact with other surgical equipment or the distal jaw parts were constantly touching during hf application without tissue contact, which led to a short circuit in the device. Olympus will continue to monitor field performance for this device.